Event description:
It was reported "leak found to lumen distal to catheter securement device of 5 french dual lumen PICC. No visual opening could be seen. Same noted during flushing. Unable to flush and lock device. PICC line no longer functional."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.